Event description:
It has been reported to philips the device doesn't register removal of pads, device does not perform self test at startup, but says: ready for use.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2023-03431. Device investigation is housed in (B)(4).